Event description:
Caller reported malfunction on pump, but no notable events occurred prior and there was no adverse impact to the customer's blood glucose level. Technical support recommended updating pump software for quality improvements. Caller acknowledged and received assistance with resetting the pump, and the malfunction code did not recur. Customer successfully rejoined existing sensor, reloaded cartridge, and resumed insulin independently, with no further action needed.